Event description:
During a balloon angioplasty, with a boston scientific ultrathin sds-8mmx4cmx90cm. The balloon ruptured at 10atm inside the pt and part of the balloon broke off. The rated burst pressure -atm- was 12 for the product. Pt required surgery thrombectomy to remove the balloon piece. This was performed later in the day after our case had been completed. Route: intra-arterial. Dates of use: 2008. Diagnosis or reason for use: pvd. Event abated after use stopped or dose reduced: no.